Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve, it was explanted and replaced with a mechanical valve of a different manufacturer. The reason for the replacement was reported as one mechanical leaflet had detached from the valve during implantation and had to be removed from the patient using a forceps. It was also reported that the procedure was prolonged due to the leaflet detachment. It was stated that leaflet motion was tested with the blue actuator during the implant procedure. It was reported that the physician also thought that there was a sizing issue with it being indicated that it was suspected that the valve had been a little big for the patient. It was noted that the valves corresponding sizer had been used for sizing. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a blue actuator was used to test leaflet movement of the attached leaflet. The leaflet moved without difficulty. The attached leaflet appeared intact with no evidence cracks. The three leaflet fragments appeared to make up the detached leaflet. The fragments showed signs of scratches. Remnants of dried blood were noted along the orifice and both hinge mechanisms. The orifice and hinge mechanisms were cleaned and dried. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact with no evidence of damage. Small holes on the sewing ring show placement of implantation sutures. The valve was rinsed under tap water; the carbon subassembly rotated in the sewing ring. The serial number was verified to be (B)(6). Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D4: updated d9: updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.